Manufacturer narrative:
The actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the lot. However, a review was performed for the finished goods lots purchased during the past year for this item and no transactions were found. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint (B)(4) (ethicon complaint (B)(4). Item (B)(4) stratafix spiral pdo knotless tissue control device. (B)(4), lot unknown.

Event description:
T was reported that "during an unknown procedure, the needle broke while sewing fibroid. The size of fibroid is about 3 mm. The needle broke at around the fifth stitch. The needle piece was found in the uterus. There are no patient consequences reported." (B)(4).